Manufacturer narrative:
Complaint history review performed on (B)(6) 2018 revealed no prior complaints on this product.

Event description:
Following implant of the atrial lead, it was observed that the atrial lead was dislodged. The lead was revised in order to resolve the event and remains implanted. The patient was stable following the procedure and there were no adverse consequences.